Event description:
The facility's nurse reported simultaneous flow from the primary (dextrose 5 1/2) and secondary (magnesium sulfate) bags the pt was receiving, when this event occurred. The nurse does not know the programming, but "the pump gave the correct amount of fluid." The nurse "had to keep repeating the administration of the magnesium sulfate bag, but she kept getting the primary." The infusion "took a long time to run and overhydrated the pt with 700 cc of fluid." The pt was given lasix. An "interlock yellow adapter" was used to connect the piggyback. The simultaneous flow was noticed 8 hours after the piggyback infusion was started. There was 1000cc in both bags when the infusions were started. The primary bag was hung lower than the piggyback by using one hanger and the piggyback was connected above the pump. There was 300cc in the primary and 500ml in the piggyback when the simultaneous flow was noted. Although attempts were made to obtain info such as pt history, doses used, procedures, concomitant medical products, and medical intervention, no additional info was provided.